Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed infection at cls implant site. The evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to explant.